Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2019 after receiving a vibratory alert, no action was taken. The patient presented in the device clinic for device check on (B)(6) 2019, upon interrogation it was noted that the implantable cardioverter-defibrillator exhibited backup vvi. The device was successfully restored. The patient¿s condition was stable.